Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that pacing lead impedance had increased and noise resulting in oversensing was present on the right ventricular lead. The lead was explanted. The patient was stable.